Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon rupture was noticed after the third passage in the patient. There was no reported patient injury.

Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. The device history records have been reviewed and this lot met all release criteria. During review of the manufacturing process for the balloon there was no manufacturing related cause found for the reported event. The device returned was one 20 fr tri-funnel repl gastrostomy feeding tube. Functional, visual, microscopic, and tactual evaluations were performed. The complaint of a balloon rupture is confirmed. The characteristics of the break included a nearly longitudinal split in the balloon near the middle with granular surface. This break included a largely straight section in addition to a small projection. The complaint of a balloon rupture is confirmed. While a definitive root cause could not be determined based upon available information, a likely cause of burst in this device is overpressurization due to overfill during use. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that the balloon rupture was noticed after the third passage in the patient. There was no reported patient injury.